Event description:
It was reported that the image on the 9800 system gets darker when swapping images from left monitor to right monitor. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Adjusted the maximum contrast of the right monitor through the rus (remote utility suite) to make left monitor match the right monitor. The system was tested and found to be working as intended and placed back into service.